Manufacturer narrative:
The pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. The pump was unable to confirm motor position encoder alarm due to motion sensor test failure alarms. The pump had minor scratched lcd window and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call indicating a motion sensor test failure and motor position encoder error from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.